Event description:
Patient was taking a shower when the controller fell in the water. Patient was wearing his back up one which is not working well either. Patient advised to report to emergency department.